Event description:
Caller reported experiencing a recurring cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and the customer planned to switch to multiple daily injections as a backup insulin delivery method.